Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6 -10.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2023 to correct low vault but it did not resolve the problem. The reporter indicated that after lens replacement it was found that the arch height is still low and needs replacement. If additional information is received a supplemental medwatch report will be submitted.